Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.

Event description:
Caller indicated the glucocard expression was giving high readings. Received call from home care delivered supply company that the customer needed assistance because the control solution test was testing out of range. Representative conferenced the customer on the line. Then he started to explain the meter was not working and he took some insulin this morning. I gathered the customer's name and phone number to gather more information about a possible incident that occurred. I called the customer to gather details. He was a little confused as to which strips he was using. One bottle had an expired in 11-2014 and the other had expiration of 11-2015. Turns out he had used the expired bottle when it read out of range. Walked customer through a control test with the 2015 expiration date bottle and it read in range. Attempted to collect all the details to complete incident report for documentation. He stated he woke up this morning and took his blood test without eating and received a reading of 184mg. He felt the reading was high so took insulin and then ate eggs, bacon and toast. He waited for 2 hours. After 2 hours he tested and received a reading of 236mg. He felt like his sugar was dropping so waited another hour later and got the reading of 96mg. He stated he started to feel shaky, cold and sweaty. Did not call paramedics because he knows what to do when sugar is dropping. He eats something sweet. Stores meter and strips in his bedroom. Opened test strips about a week ago and the meter is okay. He is extremely upset and did not want answer any more questions. Caller hung up. Replacing product.